Event description:
Complainant alleged that while performing a perventative maintenance the device display a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.